Event description:
It was initially reported that the device was showing its attention and service wrench icons. However, when first evaluated by physio-control, it was observed that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and determined the cause of the reported failure to be process residue from a filter, designator fl9, on the analog pcb assembly. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.